Event description:
The manufacturer received information alleging a required preventive maintenance. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the device downloaded error log indicated a sensor had failed. The device's sensor pca was replaced to repair the device. The 43 micron filter and exhaust fan assembly were replaced per the maintenance procedures. The device subsequently passed all tests.